Manufacturer narrative:
Per (B)(4) - final report. Additional information requested was provided. The appropriate devices details have been provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. The devices were manufactured, packaged and sterilised according to specifications at the time of manufacture. The cleaning method, the sterilization method and sterile barrier system used to package our devices have a long history of safe and effective use at corin for a wide range of orthopedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. Based on the above, no further investigation can be conducted. As the surgeon confirmed that the link between the devices and the event is excluded, the root cause is considered as external. Corin consider now this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit and trinity revision after 1 month and 1 week due to a hematoma with suspicion of infection.

Event description:
Mobility and trinity revision after 1 month and 1 week due to dislocation (with potential infection).

Manufacturer narrative:
Per (B)(4) - initial report: additional information including operative notes, x-rays, confirmation if there is an infection, has been requested in order to progress with the investigation of this event. And if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been requested and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.